Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one nc euphora rx balloon catheter ruptured during a catheterization and angioplasty procedure located in the patient's radial artery. The ruptured balloon was removed using a snare. There was no further patient injury reported.

Manufacturer narrative:
Image review: two still images were received from the account for review. Image one shows the detached balloon with the shelf carton in the background. The lot number can be confirmed from the image provided. Blood is present on the detached balloon, the distal tip has also been detached with the balloon. Image two shows the balloon slightly more magnified. A longitudinal tear is visible. Correction: annex a code a150208 removed and a0502 added. Section d. Suspect medical device MFR name and address. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was a focal mildly calcified lesion located in the right coronary artery (rca) with 80% stenosis and moderate tortuosity. The device was being used to post-dilate an implanted stent. It was detailed that the balloon ruptured inside the coronary artery and when attempting to pull it back into the launcher guide catheter, the balloon shaft/stem detached. The balloon burst occurred when 12 atm inflation pressure was applied on the first inflation. The device was not moved or re-positioned while inflated. Resistance was noted during withdrawal of the device. No excessive force was used. The device was not kinked or re-straightened during use. The device was inspected prior to use and negative prep/purging was performed with no issues noted. Patient age and sex initial reporter name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.